Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the ngp 640g, insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08690 inches. Successfully downloaded the trace and history files using thus was successful. The pump was cut open to perform a visual inspection. No damage or moisture damage was found on the electronic assembly (electrical board a 1 and electrical board a 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, cracked retainer, and pillowing keypad overlay. The pump passed all functional testing. High blood glucose anomaly is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the there was huge gap between sensor glucose and blood glucose. Customer stated that the insulin delivery was not suspended due to sensor glucose and blood glucose differences. The blood glucose from the reported event was 430 mg/dl and the sensor glucose was 140 mg/dl and the difference was 290 mg/dl. The sensor glucose and blood glucose difference was not within target range of glucose. No further patient complications were reported. Troubleshooting was performed. The device was returned for the analysis.